Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptomatic complete heart block. The implantable pulse generator (ipg) did not respond upon interrogation by either magnet or programmer and was not delivering pacing therapy. Normal battery depletion was indicated and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.